Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 1 physical sample submitted for evaluation. The reported issue of loose component - leak was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that no visible damage was observed and no leak was observed when tested. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte closed luer access device component was loose and leaked. This is a complaint about leakage from the connection. It was reported that after connecting to a b. Braun three-way stopcock, it becomes loose after a while and started leaking. There have also been cases of nipro infusion lines leaking in the same way. It's not a product that actually leaked, but customer will give us the actual product so that we can check the fit etc. Also, they like to know if there have been any similar cases at other facilities.